Event description:
It has been reported to us that the wire unwound while inside the patient. The guide wire was used for a radial approach in an acute case. The guide catheter was place and the guide wire was used to cross total occlusion. An aspiration catheter was used in the proximal area. It was determined that there was thrombus distal to the occlusion. The aspiration catheter was put back on the guide wire and the catheter inserted back down into the artery. The physician aspirated the artery. It was then that the physician attempted to remove the aspiration catheter. It was determined the guide wire was locked in the wire lumen of the aspiration catheter. The physician attempted again to remove the aspiration catheter and the guide wire again, however unsuccessful. The physician removed the guide wire and aspiration catheter together from the patient. It was then determined that the wire had unraveled/broke in the wire lumen section of the aspiration catheter. Procedure was finished with a different guide wire. The patient is reported to be fine.

Manufacturer narrative:
(B)(4). Evaluation is anticipated upon receipt of the discrepant device. An engineering analysis of the subject device will be performed upon receipt. Device evaluation anticipated, but not yet begun. (B)(4).

Manufacturer narrative:
Method: actual device used in case was returned and evaluated. Visual examination performed. Results: the actual device used during the case was returned and evaluated. Visual examination of the returned guide wire revealed that the guide wire was unraveled and separated in two pieces. The guide wire was severly damaged with bends and kinks along its length. The separated part of the tip of the guide wire is stuck inside an aspiration catheter through the tip and the wire lumen port of entry. Functional testing on the returned used device could not be performed due to the damage on the device. Three additional guide wires were sent back inside their original packaging and were inspected and tested and were found to be within manufacturers specification. A review of the complaint sample lot was not performed due to the unknown lot number. The other three units that were returned with lot numbers. A review of the device history records on those did not detect any deficiencies within the manufacturing process. The event has been confirmed for broken tip; the exact cause is unknown. The analysis is complete as of (B)(4) 2012.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.